Event description:
This case was reported by a regulatory authority (medwatch program) and described the occurrence of feeling of coldness in a patient who received poligrip over a period of 2 weeks for dentures. In 1999, the patient started poligrip (dental). "Sometime later," at an unk time after starting poligrip, the pt experienced feeling of coldness , fatigue and weight loss. The patient was diagnosed with anemia. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. The patient stated they were anemic until 2008. Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).